Manufacturer narrative:
The technician found magnet assembly on the siderail latch was jammed in the spring, causing it to be stuck closed and wouldn't latch. The technician adjusted the left foot siderail latch to repair the bed.

Event description:
The account stated the left foot siderail will not lock in the up position.